Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred within two years after implant. Explant date: 2019.